Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass, on creation of gastrojejunostomy, the surgeon noted and claimed they had seen this before, where the anvil attached to the device did not look like it was flattening out when the sutures were cut and the tubing was removed. There was incomplete/weak staple line and improperly mismatched instrument and anvil combination. A reinforce anastomosis with suture as surgical intervention was needed to prevent a permanent impairment. It took about an extra thirty minutes to complete the over-sew of the staple line due to bubbles during leak test. Then multiple esophagogastroduodenoscopy to make sure the anastomosis was complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.